Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. There was no damage observed on the distal tip or guidewire exit port assembly. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter detachment occurred. The 89% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. An opticross catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that the catheter was fractured. The image shown was not clear and the sled was unable to be used. The physician did not make a pre-dilation by balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that catheter detachment occurred. The 89% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. An opticross catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that the catheter was fractured. The image shown was not clear and the sled was unable to be used. The physician did not make a pre-dilation by balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.